Event description:
A reporter/layperson informed a customer care associate, cca, that the patient/layperson's enhanced basic prompted "not ok." Reportedly, the patient began to sweat after attempting to test. The patient reported the alleged issue began in 2007, and the symptoms began three days later. The reporter denied the patient received medical treatment or took an action after the alleged issue began. The patient's blood glucose was not tested on another meter. The cca determined the prompt was due to incorrect testing technique, resolving the issue. Nevertheless, the meter was replaced. Because the patient allegedly developed symptoms after attempting to test, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.